Event description:
The device registered an output shortage when physician attempted to use the device. A new device was opened and the procedure was completed. There was no harm to the patient.what was the original intended procedure?right shoulder arthroscopy.device #1is this a laboratory device or laboratory test?no.